Manufacturer narrative:
Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records cannot be reviewed without a lot number.

Event description:
After insertion of a prodisc-l implant at l5-s1, as the surgeon was ready to close the pt, he noted a small nick in the vena cava. Surgeon called for a vascular surgeon to come in to close the vein. The pt was then closed and the procedure completed after approximately 15 extra minutes. The surgeon is unable to relate this event to a particular device.